Event description:
Cath lab technician was deploying onsite vasoseal. During wire removal, the wire unravelled. Part of the wire was visible in the groin on fluoroscopy examination. Pt required additional procedure - percutaneous retrieval of fractured wire fragment of the right femoral artery.